Event description:
Customer called to report that they are experiencing high blood glucose levels. Customer called to report problems with the infusion set. Customer's blood glucose reading was 400+ mg/dl. Troubleshooting was done. Advised customer to monitor the problem and call back if issues persist. Product is not being returned or replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.